Manufacturer narrative:
Details of the complaint: the customer reported that the central nurse's station (cns) started bootlooping. It will try to launch the application and gives a message that it is setting up the system. Then both of the hdd status lights turn off, and it just gets stuck on that screen. They have forced rebooted it, and it runs into the same issue every time. There were no outages. They later stated that the cleaned the air vent on the pc. They also removed the bottom hdd. Then the system booted up. They shut it down and replaced the drive and restarted it. It booted back up without issues. No patient harm was reported. Investigation conclusion: the customer reported at a later date that they were able to resolve the issue after cleaning the breather hose and performing some hard drive troubleshooting. The issue was resolved through troubleshooting. As the issue was resolved using the original hard drives, it is likely that the raid was broken and needed to be repaired through the troubleshooting steps the customer performed. There is no indication of hdd failure. The root cause is likely related to lack of preventive maintenance and broken raid. The following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 02/12/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) started bootlooping. It will try to launch the application and gives a message that it is setting up the system. Then both of the hdd status lights turn off, and it just gets stuck on that screen. They have forced rebooted it, and it runs into the same issue every time. There were no outages. They later stated that the cleaned the air vent on the pc. They also removed the bottom hdd. Then the system booted up. They shut it down and replaced the drive and restarted it. It booted back up without issues. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) started bootlooping. It will try to launch the application and gives a message that it is setting up the system. Then both of the hdd status lights turn off, and it just gets stuck on that screen. They have forced rebooted it, and it runs into the same issue every time. There were no outages. They later stated that the cleaned the air vent on the pc. They also removed the bottom hdd. Then the system booted up. They shut it down and replaced the drive and restarted it. It booted back up without issues. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) started bootlooping. It will try to launch the application and gives a message that it is setting up the system. Then both of the hdd status lights turn off, and it just gets stuck on that screen. They have forced rebooted it, and it runs into the same issue every time. There were no outages. They later stated that the cleaned the air vent on the pc. They also removed the bottom hdd. Then the system booted up. They shut it down and replaced the drive and restarted it. It booted back up without issues. No patient harm was reported.